Event description:
It was reported that the patient fell on the ice while getting her dog. Since the fall, the pt has experienced shocking and overstimulation sensations in the hip area (opposite side that the implant is on) when the stimulation is on. The pt was at home. Further info is being requested from the hcp.